Event description:
It was reported that during an ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During aspiration and flushing of the sheath during catheter exchanges, air bubbles were present in the clear shaft of the sheath. Despite aspirating and flushing multiple times, the bubbles kept appearing. Eventually the physician was able to clear the sheath of air bubbles, however this process occurred during multiple exchanges. The procedure was completed using the original device and no patient complications occurred. The device has been returned and is pending analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during an ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During aspiration and flushing of the sheath during catheter exchanges, air bubbles were present in the clear shaft of the sheath. Despite aspirating and flushing multiple times, the bubbles kept appearing. Eventually the physician was able to clear the sheath of air bubbles, however this process occurred during multiple exchanges. The procedure was completed using the original device and no patient complications occurred. The device was received for analysis.